Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that roll-off was not achieved. A 3.0/17/15 leveen superslim needle electrode system was selected for use in a radiofrequency ablation procedure in the liver. After the needle electrode was connected and placed successfully in the target lesion, ablation was performed for approximately 20 minutes. At that time, it was noted that the treatment was not making any progress and there was a drop in the delivered power. The electrode was replaced, and the procedure was completed. There were no patient complications.

Event description:
It was reported that roll-off was not achieved. A 3.0/17/15 leveen superslim needle electrode system was selected for use in a radiofrequency ablation procedure in the liver. After the needle electrode was connected and placed successfully in the target lesion, ablation was performed for approximately 20 minutes. At that time, it was noted that the treatment was not making any progress and there was a drop in the delivered power. The electrode was replaced, and the procedure was completed. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 3.0/17/15 leveen superslim needle electrode system was visually inspected, and no damage was observed. An electrical evaluation and inspection was performed, and the electrode was able to conduct current indicating proper connectivity. Resistance testing revealed results that were within specification. The reported clinical observation was not confirmed.